Manufacturer narrative:
Investigation analysis traced the reported issue to a user fault. Blower was overheating due to lack of maintenance / filter exchange and in combination with not reacting on blower temperature alarms caused damage of blower unit. The blower was replaced and it was confirmed that the issue was resolved and calibration was completed.

Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files indicate active temperature alarms and "blower failure" alarm. Recorded blower temperature was 139.3 degrees celsius. Ventilation was on during this failure. Troubleshooting tests show the blower driving hardware is damaged with the current being on the higher side and speed not according to specifications.

Event description:
Customer reported that the start button of bellavista 1000 is not working. Logs received indicate a blower failure event while the device was in clinical use. As per customer's email, the patient was manually ventilated and shifted to another ventilator with no injury or harm.